Event description:
My daughter got lasik eye surgery at (B)(6). They told her there is only 1% chance and very unlikely that she would develop dry eye or any other complications. Possible short term halo and starbursts. Nearly a year later, she has severe photophobia, severe halo and starburst. She is no longer able to drive day or night. The sun is excruciatingly painful. Her eyes dry within seconds. She is no longer able to even go outside. (B)(6) goes to the car to dr appts and sometimes church when she can tolerate it. (B)(6) has stabbing pains in her eyes and say they feel hard and hard to the touch. (B)(6) has been to 5 ophthalmologist, and a corneal specialist and has had many test done. She is currently using prp drops which wet her eyes for a few moments but then dry back out and are still in pain. She has used steroid drops which do not help. Before, she had tried nearly every over the counter eyedrop including preservative free. They cause her eyes to burn and itch terribly. (B)(6) eye rx was not severe. (B)(6) was in (B)(6) school and hoped it would help so she would not have to wear glasses under goggles under her good. Now, (B)(6) has no quality of life. She has severe anxiety and depression to the point she is exhausted and does not want to live in pain and fear any more despite her body being full of life. Lasik destroyed my daughter's life. For a full list of dr and specialist as well as medications, please contact her mom (B)(6). FDA safety report ID# (B)(4).